Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely, as a battery depletion (bd) error was observed. A request was made to have data from this device analyzed. Data analysis confirmed that the device battery was prematurely depleting. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely, as a battery depletion (bd) error was observed. A request was made to have data from this device analyzed. Data analysis confirmed that the device battery was prematurely depleting. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.